Event description:
It was reported the xenon light source exhibited lamp is not turning on. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: e3. The device was returned for not inspection and the customer allegation was confirmed by the field service engineer (fse). A definitive root cause for the could not be identified. Based on the results of the investigation the most probable cause of the event reported was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.